Event description:
Customer reported that during the fill tubing step of the load sequence, no drops of insulin appeared at the end of the tubing. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by following the steps again to load the cartridge, successfully resuming insulin delivery, and no further action was needed.